Event description:
Reporter indicated that a vns patient passed away. It was reported that the patient died most likely during a terminal seizure. Attempts to obtain additional information have been unsuccessful to date.